Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1200 mg/dl and "has a hard time walking"; cause was not known. Customer was admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 11 days later with the issue resolved. The customer continued to use the pump for insulin therapy. No additional information regarding this event was available.